Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, in addition to the procedure itself, patient factors (moderate valve calcification) likely contributed to the severe pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, five days post implant of a 26mm sapien xt valve, severe regurgitation was observed on transthoracic echocardiogram (tte). Two amplatzer plugs were implanted. During the implant of the xt valve, about 10 seconds after the initiation of rvp, ventricular fibrillation (vf) occurred and continued after the valve was deployed and pacing was stopped. Biphasic defibrillation was performed once at 150j, resolving the vf. The patient¿s vital signs became stable and the procedure was completed. Final assessment, performed with transesophageal echocardiogram (tee), indicated mild to moderate paravalvular leak (pvl) at the 12 and 6 o¿clock positions. The pvl was thought to be due to calcification. Post dilation was not performed. Post operative day (pod) 5, severe aortic regurgitation (ar), a combination of pvl and central leak, was observed on tte. Two 8mm amplatzer plugs were implanted in the left coronary cusp side. The ar was improved to moderate. The patient¿s diastolic blood pressure also improved from 40 mmhg to 50 mmhg. It was perceived that the annular calcification contributed to the mild to moderate pvl post valve deployment. The cause of the central leak observed pod5 could not be determined. The patient¿s native annular diameter measured 24.7mm by tee. Moderate valve calcification and mild aortic root calcification was reported.